Event description:
Boston scientific received information that the patient implanted right ventricular (rv) lead presented to the emergency room. The field representative requested from technical services a rhythm strip review for v-tachy stored episodes. The field representative reported that the threshold was 0.5 at 3.5. There were r-waves detected three weeks ago, however none at this time. Impedances had changed from 620 to 470 ohms. This patient was dependent and complained of palpitations and lightheadedness. Technical services discussed possible issue and troubleshooting. The field representative reported intermittent capture when testing this lead in unipolar configuration.

Manufacturer narrative:
It was later reported that when the physician was suturing this lead more than two sutures were required and unusual strength was used. This also resulted in this rv lead being able to slide along freely through the suture sleeve. The physician believed this was the reason the rv lead had dislodged. Lastly, this lead was successfully repositioned without adverse patient effects. In addition, a lead stabilizer and medical adhesive was utilized to further stabilize this lead related to the previous suture sleeve issue reported.

Manufacturer narrative:
The field representative later reported that this lead had dislodged and the patient was scheduled for a lead revision. It is unknown at this time if this revision has been performed. This investigation will be updated should further information be provided.